Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 3.00mm x 32mm promus element plus stent was advanced to the target lesion but was not able to cross. It was then noticed that the distal portion of the stent appeared to be "fractured." The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.